Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. No visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit powered up when using new batteries and passed all functional tests. Also unit passes the low battery test when using an external power supply with a test fixture. The unit battery door is missing and one flat battery contact is corroded due to battery leakage. Note: posey instructions for use warning statement: do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. Always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).